Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded and the mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr) in the patient with a history of endocarditis, cardiac tamponade, and tavr (transcatheter aortic valve replacement). One mitraclip was implanted reducing mr grade to 1. During removal of the gripper line, the blood pressure dropped and a pericardial effusion was noted on the posterior, atrial side of the heart. The mitraclip procedure was completed. Drainage via pericardiocentesis was attempted, but the physician could not reach the desired location. Cardiopulmonary resuscitation was performed, including defibrillation. The surgeon was called and a pericardial window was performed, but the patient expired. There was no issue with the mitraclip device. It was a smooth procedure until the blood pressure dropped. The cause of the effusion is unknown. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. The reported patient effects of cardiac arrest, death, hypotension, pericardial effusion as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.